Event description:
It was reported that while using bd vacutainer sst¿ ii advance plus blood collection tubes, the negative pressure of the blood collection tube was insufficient. There was one occurrence. No patient impact was reported. The following information was provided by the initial reporter: "according to the laboratory test sheet, venous blood was collected for the patient, and it was found that the negative pressure of the blood collection tube was insufficient during blood collection."

Manufacturer narrative:
H.6. Investigation summary: material #: 367957. Lot/batch #: 2095161. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.